Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Patient had chemotherapy. Although requested, the affected device has not been received.

Event description:
It was reported that the customer has been having issues with the syringe pump reading a different volume than what is visually seen in the syringe as well as what the pharmacist are providing on the label. The issue is when our rate comes to a low rate. For example: we have a patient receiving chemotherapy and the syringe is 6.67 ml and it goes over 24 hours. The syringe channel may read that as 7.1 or 6.2 so it changes the length of time the drug runs over. Cytarabine 8mg/ml volume to be infused 6.4 at a rate of .27ml/hr. This is programmed under the drug library and its not programmed as a continuous. Customer states that they are constantly having to manipulate the volume or rate to make sure the chemotherapy would finish in time, however there was a day when it finished 2hrs early and another when it finished late because of the volume readings. No patient harm was reported.